Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event an inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified silicone material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.

Event description:
It was reported during implantation, the left ventricular lead could not be tightened into the device. The left ventricular lead was loose in the port before the screw could be tinned. The physician attempted repositioning of the left ventricular lead but the lead connector pin was not fully inserted in to the port. Multiple screw drivers were attempted to fix the screw but unsuccessful. High impedance was observed. The device was removed and replaced. No further information is available.